Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to customer, head set is leaky and insulin came out above the self-adhesive. Approximately 20 hours after changing cannula, insulin leaks out. Sometimes later, the self-adhesive loosens from the skin. Customer tried with an additional plaster to fix the head set, but failure persists. No adverse event alleged. A request was made for the return of the device.